Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during a device changeout procedure, a little lead erosion was noted on both the right atrial and right ventricular leads. The physician did a repair with silicone. The leads remain in use. No patient complications have been reported as a result of this event.